Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures confirmed there was black battery debris throughout the opened sterile packaging. It could not be determined if the battery terminals or wiring were damaged. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2: united kingdom.

Event description:
It was reported that prior to surgery when theatre staff prepare for the case, the pulse lavage system appears to have had a battery reaction and have caused debris in the inner packaging. The device was not fit to use. There was no patient involvement. Due diligence is complete, there is no additional information available.